Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that there was a crack below the tip of the permanent cautery spatula instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments yaw pulley had char marks. One yaw pulley exhibited charring and localized melting at the spatula base. The charring could have been a sign of an arcing event. Failure analysis investigation also found the instruments conductor wire was damaged. One portion of the conductor had insulation damage and as a result, the underlying wire was exposed. The damaged insulation may have been likely due to mishandling/misuse. Failure analysis investigation also found the instruments conductor wire was dislodged. A segment of the conductor wire had become dislodged from the conductor cap and was exposed on the outside of the yaw pulley. The wire insulation was damaged. The instrument passed electrical continuity testing. The conductor cap was properly sealed within the distal clevis as the spatula moved in the yaw. No other damage was found.